Event description:
It was reported that the patient was at the clinic for a nurse visit due to low battery and low voltage alarms. That occured only when on batteries. It occurred with several different batteries. The patient does not have the alarms when on wall power. The patient was asymptomatic. The power cords were very frayed looking. They plan on changing the system controller. The log files were submitted for review and it appeared that the log file captured a lot of low power advisory alarms and odd voltage trends while the patient was connected to batteries indicating a weak connection between them.

Manufacturer narrative:
Section a: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while on battery power was confirmed via log file analysis. The reported event of damage to the power cables was unable to be confirmed. The heartmate 3 system controller (B)(6) was not returned for analysis; however, log files were submitted, and the data was reviewed. On 26may2026 intermittent strings of atypical low power advisory and power cable disconnect alarms were captured associated with relative state of charge (rsoc) invalid faults on the white power cable. The alarms activated due to the rsoc voltage on the white power cable briefly dropping below the alarm threshold. The alarms resolved each time when the rsoc returned to the expected voltage range. The alarms did not affect the controller¿s ability to operate the pump as intended. No other notable events were captured in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported events was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Section 8 of the IFU and section 6 of the patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.